Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and without a device to analyze, a cause for the unintended clip movement associated with clip opening during establishing final arm angle (efaa) and difficult to open clip could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system was advanced to the mitral valve. The clip was placed without issue; however, when attempting to reopen the clip for repositioning the clip was difficult to open. The clip eventually reopened and was repositioned. The clip then failed the final arm angle test, the clip opened while locked. The clip was not implanted was replaced. One clip was implanted, reducing mr to 1+. There were no adverse patients and no clinically significant delay during the procedure. No additional information was provided.